Event description:
Customer reported that the wake button on their device only functioned intermittently when pressed firmly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.